Manufacturer narrative:
A random sampling of devices from the same lot was conducted. All units passed testing at or above the requirement. No previous reports of the problem from this lot. Review of information indicated no incidents of this type in last 5 years.

Event description:
Near the begining of the case, user noticed condensation on inside of the cone. Removed device to clean and the cone detached from device while cleaning. Replaced the device and completed case successfully.